Event description:
Later, shipping documentation was received which indicates that the device was removed from the deceased and placed in the mail for return. The explanted devices were then received into the product analysis lab.analysis of the lead was completed. No anomalies were discovered during this analysis. Analysis of the generator is still underway.no other relevant information has been received to date.

Event description:
Data from the generator was provided for review. No anomalies were seen on the generator, and the generator was confirmed to be functioning as intended up until the time of death. Later, the rep received advisement by a nurse at the managing facility for the vns that the death was a suspected sudep and that vns had not resulted in the patient¿s death. Please note that this cannot be conclusively confirmed by information from the coroner/death certificate due to a lack of availability to these resources. The cause of death will be considered unknown with vns involvement also being unknown due to a lack of availability to the coroner's reports and associated death certificate. No other relevant information has been received to date.

Event description:
It was reported that the patient had passed away due epilepsy related reasons per the coroner. However, it is unclear if a seizure was the cause of death. The coroner would like to know if the device was stimulating up until the time of death. If the settings as reported from (B)(6) 2025 had remained unchanged until the time of death, there is no indication that the patient was receiving abnormal stimulation conditions. It is likely that the device was functioning as expected at the time of death based on the available information. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.